Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user noticed leaking around the luer lock. The user changed the tubing and not the cartridge. Reportedly, when the user filling tubing, a minimum fill message occurred. The user stated that the cartridge had 300 units. The user's blood glucose (bg) level was 500 mg/dl. The bg level was addressed with a manual injection. Reportedly, the user reverted to manual injections.